Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time.

Event description:
It was reported that the customer had high blood glucose levels of 519 mg/dl. The customer treated with a bolus from the insulin pump. Troubleshooting was done. The customer would like to have the insulin pump replaced because the customer felt that it was not recording correctly. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.